Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during centrifugation of bd vacutainer® cpt¿ cell preparation tube with sodium citrate 1 out of 10 had poor separator movement. There was no report of patient impact. The following information was provided by the initial reporter: customer informs they are working on a clinical trial where sites use 4 ml cpt blood collection tubes, item 362760. One site is reporting issues with centrifuging the tubes - seeing one faulty tube in a batch of several ¿ meaning they will spin 10 tubes and one completely fails.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during centrifugation of bd vacutainer® cpt¿ cell preparation tube with sodium citrate 1 out of 10 had poor separator movement. There was no report of patient impact. The following information was provided by the initial reporter: customer informs they are working on a clinical trial where sites use 4 ml cpt blood collection tubes, item 362760. One site is reporting issues with centrifuging the tubes - seeing one faulty tube in a batch of several ¿ meaning they will spin 10 tubes and one completely fails.